Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to pain at ipg site was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced pain and burning sensation at the ipg site. As a result, surgical intervention was undertaken wherein the system explanted to address the issue.